Event description:
The patient was punctured with the needle, and although everything worked, there was no material punch to be gained. From the puncture, one had the feeling that the needle was stump. Because of this, three needles (all with the same lot number) were used. On the third attempt, it worked. The patient had to be punctured three times and the risk of infection increases with each puncture. This case was reported to (B)(6).

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date or new information is available, a follow-up report will be submitted.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.

Event description:
The patient was punctured with the needle, and although everything worked, there was no material punch to be gained. From the puncture, one had the feeling that the needle was stump. Because of this, three needles (all with the same lot number) were used. On the third attempt, it worked. The patient had to be punctured three times and the risk of infection increases with each puncture. This case was reported to swiss medic.